Manufacturer narrative:
Other applicable components are: product ID: 7425, serial#: unknown, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a family member regarding a patient implanted for non-malignant pain. It was reported that the patient¿s stimulator was removed a year after it was implanted, and that the patient no longer has the stimulator. They stated that the stimulator did no good for the patient. No further complications were reported or anticipated at this time.